Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implanted: (B)(6) 2007, 8781 catheter, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and showed an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.